Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Initially reported by physician stating that three consumers whose identities and specific details about the product and incident were not provided, experienced corneal ulcers and eye pain after wearing contact lenses. The current status of consumer¿s eye was unknown at the time of this report. No additional information is available at this time.

Manufacturer narrative:
A1., a3a., a2., b2.,b3.,b5.,h6....new information had been received and the additional information has been updated. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that there were three cases who experienced corneal ulcer in right eye, this report is related to the first case of three reports. The consumer was treated with tobramycin and dexamethasone four times a day for a period of one week. The consumer resumed wearing contact lens. The current status of the consumer¿s eye was resolved at the time of this report. No additional information has been requested.

Manufacturer narrative:
H.3,h.6: the lot number was not provided and the complaint sample was not made available for evaluation. The device history record for this lot has been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.